Event description:
It was reported that a user¿s newly applied dexcom g7 continuous glucose monitor did not initially pair with the ilet, and the agent guided the user to toggle the cgm setting from g6 to g7, reenter the four-digit pairing code, and restart the ilet as needed. The sensor then paired and displayed glucose readings. Symptoms included no change in blood glucose levels and no adverse clinical effects. Outcomes included successful device pairing without alerts, alarms, or medical intervention. Investigation included customer-led troubleshooting and education focused on device setup, configuration verification, and restart. Investigation of this case revealed a pairing/setup issue that resolved after proper configuration of the cgm selection and reentry of the pairing code, with no device malfunction or component failure identified. It was concluded, based on previously established findings for similar reports, that user configuration and setup contributed to the pairing difficulty.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.